Event description:
It was reported that, "during sr90d surgery, the surgeon used the parallel compressor. When the surgeon tried to release compression, the parallel compressor broke."

Manufacturer narrative:
Method: complaint history review, risk assessment. Results: the customer event of the fracture of a sr90d parellel compressor assembly was confirmed via visual inspection of the returned device. The metal tab with teeth that is used to hold the arms of the instrument in compression has broken off of the instrument. The most likely cause of this event is due to the age of the product. As with any product, fatigue and stress over the long product lifetime is likely to be the cause of this event. However, the mentioned cause could not be determined. Conclusion: the root cause of the fracture could not be determined.

Event description:
It was reported that, "during sr90d surgery, the surgeon used the parallel compressor. When the surgeon tried to release compression, the parallel compressor broke."